Manufacturer narrative:
General conclusion: device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was not confirmed. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. Surgeon communicates that during the follow-ups of the patients no additional treatment was performed and followed the patients without any intervention. Root cause analysis: dehiscence is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of dehiscence is recognized as multifactorial, with potential contributing elements including postoperative patient-specific biological responses, and surgical technique. Given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to a defect in the device or its production. Device history record (DHR) review: device history review was not possible due to the lot number being unobtainable. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Event description:
Turkey. Literature case - in the literature review ¿fat graft replacement for reducing implant size may decrease radiotherapy-related complications in prepectoral expander-to-implant breast reconstruction¿, two patients experienced wound dehiscence after a reconstruction process involving the use of ergonomix round. These events were managed with local wound care, systemic antibiotics, and primary closure; implant removal was not required in either case. No additional information is available. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
As stated in the literature, incisional dehiscence is a potential complication following prosthetic breast reconstruction, where the edges of the wound separate resulting in an open wound or possibly exposure of the implant. This can be exacerbated in the setting of previous radiation therapy (rt) at the time of exchange of a tissue expander to a permanent implant. It can be solved by using dressings to close the incision, or it may require additional surgery. (M. Nahabedian, 2013). Dfu revision: per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "surgical wound dehiscence (swd) is the separation of the margins of a closed surgical incision that has been made in the skin with or without exposure or protrusion of underlying tissue, organs or implants. Separation may occur at single or multiple regions, involve the incision's full length, and affect one or more tissue layers. A dehisced incision may or may not display clinical signs and symptoms of infection." A complete review of the DHR could not be performed since no lot/serial number were provided. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Dehiscence is considered a potential risk of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.